Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was producing inaccurate erratic results. The complaint was classified based on customer service representative (csr) documentation and a review of the call by medical surveillance. The patient advised the csr that on (B)(6) 2018 at 10.00pm, she obtained inaccurately erratic results of ¿451, 307 and 213 mg/dl¿ on the lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient stated that she manages her diabetes using an insulin pump and stated that, at 10.00pm, she followed her usual diabetes management routine in response to the alleged product issue, but that she was unsure of the insulin dose she took. She explained that at 11.00pm, she experienced symptoms of ¿dizziness and couldn¿t see straight¿. The patient stated that she self-treated her symptoms with a glass of orange juice immediately after the onset of symptoms. The patient denied performing a blood glucose test on another device. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly at the time of testing and the results were from the same approved sample site. The csr confirmed that the patient had followed the correct testing process and that the test strips had been stored correctly and were within expiry. The csr was unable to walk the patient through a control solution test because the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining inaccurate results whilst using the subject meter.